Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced a sensor error with a total of 3 sensors. The day of the event the patient was at school when the cgm display read ¿sensor failure please wait for up to 3 hours¿. The parent picked the patient up from school and brought the patient home. At home the parent waited for 1 more hour and replaced the sensor as the sensor failure had not been resolved. A new sensor was placed, and this sensor showed the same message, ¿sensor failure please wait for up to 3 hours¿. The parent waited again for 1 hour, and when the sensor failure had not been resolved a third sensor was place. The third sensor also showed ¿sensor failure please wait for up to 3 hours¿. At that time, according to the parent, she had no option left but to go to the hospital as according to the parent, the patient would have almost been in a coma (no specific symptoms were reported). When a fingerstick was taken the blood glucose reading was 500 mg/dl. The patient was treated with intravenous insulin, kalium and other infusions. The patient was discharged 2 days after the event date. At the time of the report the patient was stable. The parent was asked if she was sure it showed ¿sensor failure wait up to 3 hours¿, and not ¿sensor error wait up to 3 hours¿, but the parent stated it showed ¿sensor failure wait up to 3 hours¿. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.